Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. DHR review was completed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 02.jul.2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant devices reported: t-pal spacer applicator knob (part 03.812.004, lot 8761947, quantity 1); t-pal spacer applicator handle (part 03.812.001, lot 3473814, quantity 1).

Manufacturer narrative:
Additional narrative: product development investigation was completed. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were identified. The 03.812.003, lot 8449935 t-pal applicator inner shaft was returned with the proximal coupling sheared off. The broken fragment was returned with the complaint. The overall balance of the inner shaft looks in a good condition with minimum signs of superficial wear which does not impact functionality. The breakage of the coupling head of the returned inner shaft was confirmed, but the returned applicator handle (03.812.001, 3473814) and adjustment knob (03.812.004, 8761947) were found to function as intended and are therefore concomitant since they did not contribute to the breakage of the proximal end of the returned inner shaft. Replication of the complaint was possible as inner shaft of t-pal inserter would not engage with the outer shaft and knob due to proximal tip being broken. As per the relevant technique guide, the returned t-pal spacer applicator inner shaft (03.812.003) is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. During t-pal procedures, after determining suitable spacer size, the applicator inner shaft is installed into the applicator handle until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering using the available slotted mallet. Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot and can be advanced into the final position with light controlled hammering. Relevant drawings were reviewed as part of this investigation. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The complaint condition is consistent with impaction prior to the applicator knob being turned until it stops at the security ring, which can concentrate impaction forces on the proximal coupling ball tip, making it vulnerable to breakage. Although it is not possible to determine a definitive root cause for the complaint condition, based on the available information and the guidance provided in the t-pal technique guide, the root cause of the complaint condition is possibly due to use of improper technique during previous applications of the instrument which eventually led to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part 03.812.001; lot 3473814. Manufacturing location: (B)(6). Manufacturing date: june 29, 2010. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to the commencement of a transforaminal lumbar interbody fusion (tlif) for a lumbar degenerative disc disease (ddd) at l4-l5 and l5 - s1, on (B)(6) 2017, the inner shaft on a t-pal inserter would not engage. Upon further examination, it was discovered that the tip had broken off. Another inserter was available for use to complete the surgery. This issue was discovered before the patient was inside the operating room. The patient was implanted with unknown interbody cages and unknown pedicle screws. The rest of the surgery was uneventful. No time delay nor patient harm reported. The patient status was stable. This complaint involves 1 part. Concomitant devices reported: interbody cage - t-pal body cage (part # unknown, lot # unknown, quantity 2) and expedium screws (part # unknown, lot # unknown, quantity unknown). This report is 1 of 1 for (B)(4).